Event description:
At the conclusion of the patient's liver biopsy, the physician encountered difficulty withdrawing the biopince full core biopsy instrument. The device was inspected and determined to be damaged. The three tines at the tip of the device were found to be curled over. There was concern that one of the tines may have fragmented.